Event description:
It was reported that upon insertion, the surgeon felt the guidewire pull apart and implanted another catheter. No further info was requested at this time.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.